Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they had never had pain relief with the spinal cord stimulator (scs) therapy. They had been able to feel stimulation in the target area at first, but later they began feeling stimulation in the wrong location. It was noted there was a "bump" going off the left side of their spine and it looked like the "prong" (lead) had moved to the left of the spine. The patient said the healthcare professional (hcp) had to cut the muscle in the lead implant area, and they thought it either never healed or it was now wrapped around the lead and is pulling it out place. The "pump" and lead move when they life their arms above their head, and causes them a lot of pain at the lead site. The patient can't lift their arms because of that pain. The patient was in worse shape and having more pain now than before they were implanted. It was also reported they had pain at the implantable neurostimulator (ins) since implant, noting that it felt like a burning sensation and like a razor blade was cutting it when they touched the ins site. The "battery pack" area looked pretty big, and said that they had swelling and bruising at that site that resulted from the implant surgery. It was stated that the ins site still looked pretty big and they had a "huge bubble" at the ins site. The patient stated they were a thin person and couldn't wear jeans or other pants normally because they couldn't take the pain when anything touched the ins site. The patient didn't go anywhere because of that. The patient was implanted for non-malignant pain.

Event description:
It was noted they had been programmed multiple times, but it didn't help them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.